Event description:
It was reported that during use of the sensation plus 50cc intra aortic balloon, upon insertion, blood entered the balloon, which was then replaced with a new one without being inflated. No harm is reported.

Manufacturer narrative:
Another contact info: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).